Event description:
It was reported that the patient was unable to charge the implantable neurostimulator (ins). It was noted that the patient was out of state for 2 months and was not able to charge. Patient did not know if the ins was dead or possible over discharge. It was noted that the implant was very intricate in that she had 3 leads wrapping around her ribcage going down between her breast to the chest plate due to rib pain. Stimulation was not on and had not been on for a really long time. Patient did not have recharger with her at the time of this report. There was an ins overdischarge suspected. It was noted that patient compliance was primary reason for overdischarge. The last successful recharging session was 2 to 6 months prior to this report. Patient wanted the implant removed. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3888-56, lot# v154225, implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3888-56, lot# v171569, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Additional information received about one year later reported that the ins had died due to normal battery depletion.